Manufacturer narrative:
Product investigation summary: the returned instrument was examined and the complaint condition was able to be confirmed as the distal holding pin was found to be missing from the top of the device. No definitive root cause was able to be determined; however, wear and tear from 15+ years in the field likely played a contributing factor along with the application of torsional forces causing the pin to fracture and fall out. The 12mm osteotome is a component of the anterior spinal instrument set and is specifically utilized to remove tissue and bone. The returned instrument was examined and the complaint condition was able to be confirmed as the distal holding pin was found to be missing from the top of the device. The relevant drawings for the returned instrument were reviewed. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. No device history record review was able to be completed as the records could not be identified due to the age of the instrument. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Manufacturing date: 04july1999. The device history record review could not be performed as the records could not be identified due to the age of the instrument. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during l5 - s1 anterior lumber interbody fusion (alif) spine surgery, the pin that holds the handle to the shaft of the osteotome instrument fell out. The pin was noted to be in the disc space l5-s1 by fluoroscopy. Pin was successfully retrieved; nothing was retained in patient as confirmed on fluoroscopy. There was a one minute surgical delay. The procedure was completed successfully. No additional information was available. This is report 1 of 1 for (B)(4).